Event description:
The pump was sent in for service with a report stating a failure code 812:02 had occurred. Although an attempt had been made, no additional information had been obtained regarding when the failure occurred or whether or not any patient injury or medical intervention resulted from the failure.